Event description:
Patient received endovenous treatment for venous insufficiency. Three weeks after receiving treatment, patient reported that a piece of fiber was poking out of the treatment entry site. Patient pulled fiber out and went back in for followup. Two additional pieces of fiber optic were detected and successfully removed by the physician from the patient's leg without further incident. No complications reported.